Event description:
This product was returned to the manufacturer without any report of performance issues or adverse effects. The returned device was analyzed and, bite blox was damaged/broken. See block h10 for full investigation details.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: (B)(6) medical center, block h6: imdrf device code a0413 captures the reportable event of bite blox material separation. Block h10: investigation results the returned bite blox was analyzed. Visual evaluation found that one of the sides of the bite blox damaged/broken. No other problems were noted. A break was seen, and it is evidence that the device was used was also noted in the form of witness marks/bite marks. Based on all available information and analysis of the returned device, the most probable cause is cause traced to component failure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. A ship history review was also performed using the device upn and the hcf information; however, no probable batch/lot numbers were identified.